Event description:
It was reported that the head end lift on the bed would not lower. It was further reported that there was no pt involvement and no adverse consequences.

Manufacturer narrative:
Result: the customer will repair the bed at their discretion. They have indicated they will repair the bed in the future. They have indicated that they do not need us to send them replacement parts.